Event description:
On (B)(6) 2010, during call back from patient regarding report on (B)(6) 2010 of receiving an elevated blood glucose. Patient reported she is not using the infusion device any longer. Patient stated she was on the infusion device and the device was not delivering the insulin; therefore, her blood glucose was over 600 mg/dl. Patient reported she did not want to discuss the matter. Advised patient if she was willing to troubleshoot to please call back so products can get replaced. Patient declined to return the product. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.